Manufacturer narrative:
Additional information: the patient suffers persistent mild angina like symptoms resistant to antiplatelet therapy and unexplained chest pain since the pci procedure. Image review: fluoroscopic images provided of the treatment described in the event description. The target lcx lesion was pre-dilated on numerous occasions through the lesion with what appears to be a 15mm balloon. This was followed by delivery and deployment with a long stent. Measurements suggest that this is a stent measuring approx. 38mm was deployed followed by post dilation with a 15mm balloon. Given that the images are in 2-dimensional views and therefore it is not possible to accurately measure the device lengths. But the images confirm that the deployed stent is not a 28mm stent as suggested. Image review: the angiogram indicates that treatment was successfully completed for the lcx and lad branches of the left main. The left main itself did not show any significant disease or calcification. The lesion in the distal lcx, extending into the om3 (or distal lcx), was predilated and treated with a stent. This appears consistent with the reported deployment of a 3.0 x 38mm stent in the lcx. Although it's challenging to distinguish onyx from other stents of similar size, the radio-opaque markers and dimensions are, as mentioned, consistent with an onyx 3.0x38mm stent. The same lesion underwent multiple post-dilations with a shorter balloon, which is typical in pci procedures. The final result in the lcx showed no complications and adequate flow (timi 3 flow). Similarly, a mid/distal lad lesion was treated with a balloon, consistent with the sizing of the noted drug-coated balloon used. The overall outcome of the procedure showed adequate flow and no angiographic complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: - annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one 3.0x38mm resolute onyx drug eluting stent was implanted in the patient. During the procedure the left system was engaged with ebu 3.0 6f guiding catheter. A 0.014" non-medtronic guide wire was used to cross the lesion and placed in distal obtuse marginal (om) vessel. Another 0.014" non-medtronic guide wire was placed in the av circumflex. The lesion in left circumflexartery (lcx) was pre-dilated with 2.5x15mm non compliant non-medtronic balloon at 10-12atm pressures followed by stenting with the 3.0x38mm resolute onyx des at nominal pressure. The stented segment was post dilated with 3.5x15mm non compliant non medtronic balloon at 16-18atm. Final check injection showed a well expanded stent with timi ill flow into distal left anterior descending artery (lad). The same 0.014" non-medtronic guide wire was used to cross the lesion and placed in distal lad vessel. The lesion was pre dilated with 2.5x15mm non-medtronic balloon at 12atm pressures with good results and less than 30% residual stenosis. So, drug eluting balloon dilatation to the lesion was performed with 3.0x20mm non-medtronic balloon at 6 atm pressure for 90 seconds. Final check injection showed timi ill flow into distal lcx. The patient tolerated the procedure well and there were no complications reported. It was stated that the patient was treated appropriately. The patient reported that the procedure report raised concerns of fabrication and that the analysis of the stent suggested that dimensions matched a 3.0x28mm stent. The patient reported that an independent cardiology review found mismatches in radiation data and device stickers. Angiography was used to determine the length of the stent required to treat the lesion and the length of the stent. It was not possible that the device was swapped by mistake or put back in a wrong package. It was not possible that there was a mix up at the account with a different device. The patient reported having ongoing symptoms and felt it suggested incomplete treatment.